Manufacturer narrative:
Evaluation of the returned pod8 revealed that the embolization coil was returned outside the introducer sheath, offset coil winds on the embolization coil and kinks on the introducer sheath. If the introducer sheath is manipulated at extreme angles while inserted into a rotating hemostasis valve, damage such as a kink may occur. This damage may contribute to resistance while advancing the embolization coil within its introducer sheath. If the coil is forcefully advanced against this resistance, damage such as offset coil winds may occur. During functional testing, the rest of the embolization coil was advanced out of the introducer sheath with resistance. The pod8 was then re-sheathed with resistance but, was unable to be re-advanced out due to resistance caused by the introducer sheath kinks and the offset coil winds. Further evaluation revealed bends along pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the pod coil through the lantern. Therefore, the pod coil was removed. The procedure was completed using a new pod coil with the same lantern. There was no report of an adverse effect to the patient.